Event description:
Customer reported, the monitors went black while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.